Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion located in the distal right coronary artery with moderate tortuosity and moderate calcification that was 90% stenosed. A 3.0 x 15 mm traveler rx balloon dilatation catheter successfully crossed the lesion for pre-dilatation; however, resistance through the tortuous vessel was felt during the advancement of the catheter. A balloon rupture occurred during the first inflation at 8 atmospheres. A non-abbott balloon catheter was used to dilate the lesion. The procedure was successfully completed after a xience alpine 4.0 x 18 mm stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.